Event description:
Additional information received states that due to the cone fracture, a large change operation was required. On (B)(6) 2024, a transfemoral stem change to a revision stem took place.

Manufacturer narrative:
Product complaint # ==> (B)(4), investigation summary: according to the information received, hcp is reporting to nca/ bfarm: "fracture of the neck cone of the hip prosthesis on the right when standing up from sitting." The product was not returned to depuy synthes, however photos were provided for review. (B)(4). The x-ray investigation was reviewed, and no signs of breakage were detected in the stem neck or any other part. There is also no damage observed in the head, liner or cup. The x-rays show a date approximately 7 years prior to the revision surgery. Therefore, the reported condition cannot be confirmed. The overall complaint was unconfirmed as the observed condition of the corail2 non col ho size 14 would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance.

Event description:
It was reported that -fracture of the neck cone of the hip prosthesis on the right when standing up from sitting.".

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.